Manufacturer narrative:
The premium plaque control brush head is an accessory to the sonicare toothbrush.

Event description:
Consumer called stating that bristles from the premium plaque control brush head were falling off in their mouth and they experienced a choking sensation. No injury reported.